Event description:
Baxter exactamax 2400 valve set (ref h938 724) output port connection (plastic piece at the end of the tubing that connects to the tpn bag) fell out of the tubing twice while pumping a tpn(total parenteral nutrition). When it fell out the first time, the whole tubing set was then replaced. That lot number is officially unknown. The second valve set this happened to was lot #60650581. We had a bunch of this lot number in our stock bin, so was likely the lot number for the first valve set used as well. Pt code: 4582. Pt code: 2907. Ref report: mw5176765.